Manufacturer narrative:
MFR control no. Ii980007. The sample has been returned to arrow. Examination of the sample indicates that the lates balloon had deteriorated at the distal glue line. Balloon deterioration can occur over a period of time due to physical or chemical action of the environment.

Event description:
It was reported that the balloon on the catheter burst in situ. There were no pt complications.